Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform stapler 60 instrument and failure analysis (fa) has completed their investigations. Fa was able to confirm/reproduce the reported complaint. The instrument was received with the grip tips stuck. A blue reload was installed and was unable to be remove from the jaws. The instrument was inspected and no obvious damage were found. The logs were reviewed and no failures were found. The instrument was evaluated by the failure analysis engineer (fae). Fae confirmed that instrument was returned with a fired blue reload still in the jaws and that the jaws would not open even by turning the manual release knob. Housing was removed and the bevel gear in the backend was manually rotated to drive I-beam forward, but I-beam did not move forward or backwards. I-beam assembly was jammed, leaving the jaws in partially clamped state. The instrument was disassembled to find a lodged metal component hooked around the back of the I-beam. Metal piece is roughly 0.75" long (hook shape) and has a rectangular cross section. This lodged component is not a component of the stapler and has a similar appearance to a large ligating clip. Lodged component is the cause of the jammed I-beam assembly and the reason the grips could not open. Since this component appears to be a 3rd party ligating clip, evidence suggests the instrument was fired across an obstruction, and the obstruction (clip) likely became lodged in the I-beam path during unclamping. Root cause is likely user related. The reload was received installed on sureform stapler 60 and was difficult to remove due to the instrument jaws being stuck closed. A review of the instrument log of the sureform stapler 60 (part # 480460-09/ lot # l93211206-0249) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The alleged event occurred on the 1st use of the instrument. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. This complaint is considered as a reportable malfunction due to the following conclusion: failure analysis confirmed that the I-beam assembly was jammed. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the customer was able to fire the first reload, but then they couldn't open up the jaws of the sureform stapler 60 instrument. The procedure was completed with no reported injury. On 22-feb-2022, intuitive surgical, inc. (Isi) obtained the following information from the original reporter: the manual release knob (mrk) was not used because the tissue slipped out due to tension. The surgeon visually confirmed that the tissue fell out of the jaws completely and did not open the jaws. There was no injury to the patient.